Manufacturer narrative:
Product analysis # (B)(4): the customer complaint ¿the arm cannot be fixated.¿ was confirmed. There was deformation of the handle screw thread. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding an event which occurred during med procedure in a patient diagnosed with hernia. It was reported that the arm could not be fixated. Product came in contact with the patient. There was no patient injury/complication.

Manufacturer narrative:
Product analysis # (B)(6): the customer complaint ¿the arm cannot be fixated.¿ was confirmed. There was deformation of the handle screw thread. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding an event which occurred during med procedure in a patient diagnosed with hernia. It was reported that the arm could not be fixated. Product came in contact with the patient. There was no patient injury/complication.